Event description:
It was reported to boston scientific corporation that a rotatable snare was used during a polypectomy procedure performed in 2009. According to the complainant, after successfully performing the first polypectomy, the wire loop was extended again. However, the loop was broken, but not completely detached, in one place. The procedure was completed with the same rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.